Event description:
A malfunction alarm was reported, identified by malfunction code 12. There was no reported impact to the customer¿s blood glucose level, as a specific bg value was not provided and it was unknown if the level exceeded 500 mg/dl. Customer support provided instructions to reset the pump, which the customer successfully carried out, resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support if the issue reoccurred.